Event description:
It was reported that the patient experienced four insulin flow blocked alarm events, which led to hyperglycemia on (B)(6) 2026. The patient¿s blood glucose level was reported to be high, which was managed with correction bolus via pump.

Manufacturer narrative:
Initial 3 of 4. Name: (B)(6). United states of america. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.